Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was checked in the ER after receiving multiple inappropriate hv therapies. The event was misdiagnosed as vt. The antitachycardia pacing reportedly accelerated the rhythm. The initial diagnosis was supraventricular tachycardia. Programming and medication changes were made. Patient is doing well.